Event description:
This complaint is from a literature source. It was reported that eight patients suffered cardiac tamponade requiring surgical intervention during ventricular tachycardia (vt) ablation procedure. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿freedom from recurrent ventricular tachycardia after catheter ablation is associated with improved survival in patients with structural heart disease: an international vt ablation center collaborative group study.¿ the purpose of this study was to examine the association between vt recurrence after ablation and survival in patients with scar-related vt. The study was conducted between 2002 and 2013. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 2 patients death; 6 patients cardiopulmonary resuscitation; 16 patients pericardial effusion (epicardial ablation); 11 patients pericardial effusion; 32 patients vascular complication; 10 patients stroke; 19 patients heart block; 7 patients thrombus; 4 patients coronary artery injury. Suspected device is navistar, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto 3 mapping system. Other company¿s devices were used during this study: closed-loop irrigated catheter (B)(4), hemodynamic support devices (extracorporeal membrane oxygenation (B)(4)), navx (B)(4). (B)(6). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same article. Manufacturer's ref. No: (B)(4). The devices were not returned to bwi.